Event description:
It was reported that the patient's heart rate was high when travelling on gravel roads, possibly due to the vibration. The patient was later seen by the physician, and the device rate response was decreased. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.